Event description:
Pump module displaying text in spanish. Display- failure. It was reported that the pump module display appeared to be in another language during preparation. There was no patient involvement.

Manufacturer narrative:
The customer¿s experience with the lvp displaying random characters was confirmed and reproduced during testing. Review of the pcu logs could not be performed since, although requested, no pcu or logs were returned for investigation. Review of the device error log showed no errors were recorded on the reported event date. Review of the device event log showed, on the reported event date, the device recorded multiple door open and flo stop open alarms. Inspection of the device showed no anomalies. Testing showed the device was not displaying the programmed medication and pump module ¿pause¿ state as expected. There was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.